Manufacturer narrative:
It should have included patient code. This report is a duplicate of MFR report #3006630150-2014-02642. Additional information was received that following the explant procedure on (B)(6) 2014, the patient underwent a spine MRI to assess if any epidural abscess collections were still present. The MRI confirmed the presence of an epidural abscess with mild spinal cord compression. The patient returned to the operating room on (B)(6) 2014 for a 2nd operation in which a posterior decompression was performed to address the epidural abscess. On (B)(6) 2014 the patient underwent another operation to address residual surgical site infections of the posterior thoracic and lumbar spine. An operation in which the irrigation and debridement of the posterior wound skin, subcutaneous tissue and muscle was performed. Upon follow up it was reported that the patient¿s incision was well healed and the patient was noted to continue IV antibiotics via PICC line.

Event description:
A report was received that the patient was admitted with severe inflammation and swelling. It was reported that the stimulation was turned on at the time of the event. The patient underwent an explant procedure. Investigator reported that the event was related to the study surgical procedure, study device hardware and not related to the study device stimulation. The event was resolving.

Event description:
A report was received that the patient was admitted with severe inflammation and swelling. It was reported that the stimulation was turned on at the time of the event. The patient underwent an explant procedure. Investigator reported that the event was related to the study surgical procedure, study device hardware and not related to the study device stimulation. The event was resolving.

Event description:
A report was received that the patient was admitted with severe inflammation and swelling. It was reported that the stimulation was turned on at the time of the event. The patient underwent an explant procedure. Investigator reported that the event was related to the study surgical procedure, study device hardware and not related to the study device stimulation. The event was resolving.

Manufacturer narrative:
Additional information was received that the patient went for an evaluation due to increased symptoms affecting her low back and lower extremities which was evident of wound infection. The patient noted she was developing a headache, chills, nausea, and malaise. The patient developed incisional pain both in the lumbar and right buttock area. Upon inspection of the inflammation and swelling, a pus-like fluid was aspirated. The patient underwent an explant procedure of the ipg and leads. The event was recovering / resolving. The event was related to the study surgical procedure, study device hardware and not related to the study device stimulation.

Manufacturer narrative:
(B)(4). Additional information was received that a neurological exam showed motor strength diminished slightly on the left compared to the right leg and slightly decreased sensation of the left foot. It is unknown is this neurological result was related to the infection. The patient has a history of dragging her foot when tired.

Event description:
A report was received that the patient was admitted with severe inflammation and swelling. It was reported that the stimulation was turned on at the time of the event. The patient underwent an explant procedure. Investigator reported that the event was related to the study surgical procedure, study device hardware and not related to the study device stimulation. The event was resolving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.